Event description:
On march 28, this reply crt-p was replaced (due to eri) with another reply crt-p. The physician interrogated the device in the operating room to program it in ddd 30 bpm for replacement. As soon as he has interrogated the device, the message "device in stand-by, reinitialization in progress" appeared. Only after a few minutes the doctor was able to interrogate the device and program it. The doctor would like to understand why the device went into stand-by mode and what happened to the device. During replacement, pacing was inhibited while using the electrosurgical unit. Right ventricular sensitivity was programmed to unipolar. Is the inhibition due to the stand by mode? Preliminary analysis results showed that the switch in standby mode was induced upon interrogation by the programmer, following the detection of corrupted data. The device was correctly re-initialized.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On march 28, this reply crt-p was replaced (due to eri) with another reply crt-p. The physician interrogated the device in the operating room to program it in ddd 30 bpm for replacement. As soon as he has interrogated the device, the message "device in stand-by, re-initialization in progress" appeared. Only after a few minutes the doctor was able to interrogate the device and program it. The doctor would like to understand why the device went into stand-by mode and what happened to the device. During replacement, pacing was inhibited while using the electrosurgical unit. Right ventricular sensitivity was programmed to unipolar. Is the inhibition due to the stand by mode?